Event description:
It was reported that the pump touch screen was unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter information was not provided, therefore initial reporter address (e1) should be blank, sex is unknown (a3a), date of birth is unknown (a2).